Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt received inappropriate therapy as the device oversensed the t-wave due to small right ventricular amplitude signals. Noise was also noted on the electrogram. The vector was reprogrammed and the system remains in service. No adverse pt effects were reported.